Manufacturer narrative:
This report is submitted on august 23, 2022.

Event description:
Per the clinic, the patient experienced recurring infections at the abutment site. Subsequently, the patient was treated with topical antibiotics (specific date and duration not reported); however, the issue did not resolve. The patient was placed under general anesthesia on (B)(6) 2022, in order to exchange the abutment.